Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 repeatedly failed. The customer had already performed a reboot and storage recovery; however, the issue continued to occur. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station and pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door repeatedly failed despite reboot and recovery attempts. A field service engineer replaced the faulty door latch due to a mechanical failure and verified operation through inventory testing. The system functioned as intended after the field service engineer repaired the device.